Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. There was no mention for the cause of infection in the patient's chart. The patient's implantable cardioverter defibrillator, and right atrial, right ventricular, and left ventricular leads were explanted. The pocket was flushed. The patient was stable.related manufacturer reference number: 2017865-2019-12904.related manufacturer reference number: 2017865-2019-12906.related manufacturer reference number: 2017865-2019-12907.